Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump got fluid under the display which caused a cloudy display. The patient's blood glucose at the time of incident is unknown, but the most recent blood glucose value was 301 mg/dl. The mother stated that pieces of the display such as the time or battery power would disappear whenever a button was pressed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected missing segment/display anomaly or battery out limit alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All button/keypad function properly and no anomaly noted. No unlocked lcd keypad connector noted. No moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. Device had battery cap stripped battery cap coin slot minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.